Event description:
It was reported that the cordless driver had a sticky bottom trigger during a medical procedure and as a result device had a run on without user activation. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The failure for run on and noise was confirmed through functional testing, disassembly and visual inspection. It was determined that trigger assembly was deformed and the motor assembly required replacement due to wear. The affected trigger assembly and motor assembly were replaced. Other components related to disassembly and preventive maintenance were replaced. The device passed all final inspection activities prior to return to the customer.

Event description:
It was reported that the cordless driver had a sticky bottom trigger during a medical procedure and as a result device had a run on without user activation. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.